Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event after the ilet delivered approximately 12.87 units of insulin over about 40 minutes in response to a rapid postprandial glucose rise, with the lowest recorded glucose of 40 mg/dl and glucose remaining out of range for an estimated 2¿3 hours; the user utilized a dexcom g7 and did not perform a confirmatory fingerstick. Symptoms included delirium and sweating. Outcomes included self-treatment with gummies, no need for outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education with a review of device behavior, discussion of potential unannounced carbohydrate intake, and scheduling of additional training following a recent device reset. Investigation of this case revealed that the device delivered corrective dosing in response to rising glucose, and the event was characterized as hypoglycemia with unclear cause; user interaction or supply changes were not reported prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.